Event description:
Rec'd notice of complaint concerning above product from medwatch form filed by facility. Reports a leak at the (post) pump segment, just above the heparin line. Reported blood loss 50-70cc. 1 of 2 complaints from facility. Spoke with director or nursing regarding event. States that the leak occurred just after the treatment was initiated. A health care professional noted a small leak dripping down the front of the machine. Director or nursing reports that the health care professional was able to return most of the blood in the line. The estimated blood loss was approx 50cc from the leak itself and a small amount remaining in the tubing. The line was changed and the treatment completed without further incident. Reports that the pt was stable and did not require any medical intervention. Actual sample was discarded although companion samples are available. A response letter and mailer have been sent to the facility.